Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened act and up buttons dome switch. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that it started with the up and down buttons not responding but then none of the keys would respond. The customer went to bolus and received a low reservoir alert she was unable to clear. Customer stated she wears the device in her bra. Blood glucose value at the time is unknown; current reading was 212 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.